Event description:
It was reported that patient presented in the hospital after receiving hv shock. Interrogation revealed that the device was in bvvi mode with no tachy therapies. The device was explanted and replaced.

Manufacturer narrative:
The anomaly observed in the field was confirmed in the laboratory. The device was found in backup vvi and was due to power on reset during delivery of a high voltage shock. The stored electrogram showed noise produced by a lead anomaly. Device functionality was tested and found to be normal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.